Manufacturer narrative:
One used sample was returned for evaluation. As received, an unknown residual inside the green 0.2-micron filter was observed; no additional damage or anomalies were observed. The set was primed, and no leaks were confirmed. Even though a leak could not able to be replicated, based on the residual observed on the filter vents, the complaint can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml transfer set w/clave clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave clear (yellow, green rings), 2-0.2 micron filters, spin luer. It was reported that the green lumen 0.2-micron filter was leaking and an extra line break with line change occurred. There was patient involvement, but no harm/adverse event reported.